Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Results code and conclusion codes the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2020. No patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up check. Upon review, the implantable cardioverter defibrillator exhibited inappropriate defibrillation therapy because of over-sensing. No intervention was performed.